Event description:
As surgeon started utilizing the gyrus loop ((B)(4) lot # u1406108) a burning odor and smoke were noted coming from the handpiece. Dr withdrew the instrument and it was immediately removed from svc. A new device was passed on to the field and connected. Case proceeded and completed without further incident. No injury to pt, staff, or surgeon. Dates of use: few seconds. Diagnosis or reason for use: vaporization of prostate.